Manufacturer narrative:
The customer¿s report of a syringe empty alarm and residual volume could not be confirmed. Only the unapproved syringe, syringe tubing and syringe event logs were returned for investigation. Syringe event logs do not contain programming or syringe (syringe size, volume) information and this information can only be obtained from the pcu event log. The syringe used in the event was a covidien monoject 2.5ml flush syringe and is not listed on the syringe. The reported issue is most likely due to the use of this unapproved syringe. The probable cause of the reported syringe empty alarm and residual volume is due to the use of an unapproved syringe.

Event description:
The user reported that she gave methadone (0.8 ml in a 1 ml syringe) via the syringe module. After the dose, to give a flush she loaded a 3 ml ns flush syringe (fill volume was 2.5 ml) into the pump and used the ¿restore¿ button to program the flush. The message displayed and accepted was ¿vtbi exceeds container volume.¿ the flush was initiated, and later the pump beeped off with alarm for ¿syringe empty occlusion.¿ the user observed that the flush syringe still had 2 mls left in it and volume programmed had not been given, and she took a video of her observation. The patient¿s line was not occluded. No patient harm was reported.

Manufacturer narrative:
Concomitant medical products: non-bd extension set with filter. (B)(4). The device has arrived for investigation, however the investigation has not started. Although requested, patient demographic details were not provided. The patient is an infant. A follow up report will be submitted with failure investigation results after completion of the investigation.

Event description:
The user reported that she gave methadone (0.8 ml in a 1 ml syringe) via the syringe module. After the dose, to give a flush she loaded a 3 ml ns flush syringe (fill volume was 2.5 ml) into the pump and used the ¿restore¿ button to program the flush. The message displayed and accepted was ¿vtbi exceeds container volume.¿ the flush was initiated, and later the pump beeped off with alarm for ¿syringe empty occlusion.¿ the user observed that the flush syringe still had 2 mls left in it and volume programmed had not been given, and she took a video of her observation. The patient¿s line was not occluded. No patient harm was reported.